Event description:
Orders for foley removal. Balloon would not deflate but tubing would collapse; 1ml inserted with ease but could not get it back out; 10ml water took over 30 min to be drained from balloon at which time the foley was easily removed. After foley was pulled, balloon was inflated to see if it was malfunctioning. Inflation was normal, however, we could not deflate the balloon again. Something was wrong with the one way valve.